Event description:
A vague report of no flow of solution was rec'd in association with the use of a flo-gard volumetric infusion pump. There was no clinical info available regarding this report and no report of pt injury.